Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1618801) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 3 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00301 and 3004939290-2016-00302.

Event description:
It was reported that the green (shuttle) handle of the mynxgrip 6f/7f did not click back into the black handle, resulting in the tamp (advancer) tube not fully releasing. Subsequently, the device failed to deploy and a small quarter sized hematoma (6cm or less) formed. The mynx device was being used for arterial closure following an interventional procedure. The user shuttled down completely. It was unknown if significant resistance was et when shuttling down or if unusual force was applied when retracting the sheath. Following the device failure, manual compression was held for 20 minutes. The patient was not hospitalized and/or hospitalization was not extended as a result of this event. Additional information was requested, but is not available at this time.